Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after release of the valve, the frame on the non-coronary cusp (ncc) side was still squeezed. The valve frame opened fully and at the same time the valve moved upwards being supra annular. The valve function remained normal with no leak or coronary obstruction. Status was checked via angiogram. The patient was taken into recovery without any symptoms. The patient was resuscitated without success and died. The cause of death was right coronary occlusion. Per the physician, the valve contributed to the patient's death and it is likely that the valve caused the occlusion.